Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported the patient had been telling his doctor about the issue. Further information from the healthcare provider (hcp) reported the patient was seen in the office on (B)(6) 2015 and he did not mention that there was an issue with the battery not holding a charge. It was mentioned the patient was scheduled for another office visit on (B)(6) 2015, but the focus of the visit and whether a manufacturer's representative was going to be present was unknown.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported she had been having problems with it since 2015 and was wondering if the manufacturer had documentation of where in the body the implantable neurostimulator (ins) was placed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) would not hold a charge very long and that the implant would shut itself off. The issues had been going on for the 3 to 4 months prior to the report where the stimulation would shut off unexpectedly as a result of the battery not holding its charge. The patient was indicated for degenerative disc disease and herniated disc pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.